Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Based on the additional information received, the correct serial # of the contour meter involved in the event occurrence is (B)(6) with the device manufacture date of 24-may-2008. Sections d4 and h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2021-00358.

Event description:
The customer from (B)(6) called ascensia customer care to receive help with his contour meter. While troubleshooting, it was found that one of the blood glucose readings was not stored in the memory of the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.